Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and the customer had no further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 6000 c501 module. The initial result was 93 mmol/l. The repeat result was 136 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.